Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported by receipt of medwatch mw5147061: patient's mother reported 2 cartridges broke and were leaking. It was not reported if the patient missed a dose or experienced an adverse event due to the defective cartridges. Product catalog and lot numbers were not provided. Product expiration date reported as: 09/14/2024. "Unknown if specialist is aware". Type of event selected by voluntary reporter was malfunction. No additional information available. Reported to (B)(6) by patient/caregiver. According to the customer, product part number, lot number and when did the reported product fault occur are unknown. The product issue did not cause or contribute to patient or clinical injury. Date of event and where did event occur are unknown/not provided. The outcome of the event was resolved.

Manufacturer narrative:
Other text: b3: date of event, d4: catalog number, lot number, UDI section, and h4: manufacture date arfe unknown, no information has been provided to date. D3, g1, and g2 email is: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.